Event description:
The image the unit is getting from the probe is inverted or reversed. Customer said he can put his finger on the left side of the probe and it will show the image on the right side.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.